Manufacturer narrative:
Additional information: imdrf annex a, g, b, c, d grids, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify. Omit: a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available, d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : see manufacturer narrative.

Event description:
It was reported that there was an order for the patient to receive anti-thymocyte globulin (atg) with volume to be infused (vtbi) of 22.55ml and rate of 5.64ml/hr. For 4 hrs. Via syringe pump. The device was programmed under "atg, 37.75 mg in 22.55ml over 4 hrs." The rate calculated by pump was 5.64 ml/hr. The infusion and pump settings another rn and the infusion was started. The in-line green/clear filter tubing was used per medication administration record (mar) guidelines. The pump never beeped, the rn was in and out of room every 15 minutes for vital signs checked. The infusion never stopped and the pump battery never died. At 1415, close to time atg infusion should be completed, the rn checked pump to determine how much time was left. The pump read 19 more minutes with 1.5 ml left to infuse, but the syringe still had approximately 4ml left in it. There was patient involvement but impact unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that there was an order for the patient to receive anti-thymocyte globulin (atg) with volume to be infused (vtbi) of 22.55ml and rate of 5.64ml/hr. For 4 hrs. Via syringe pump. The device was programmed under "atg, 37.75 mg in 22.55ml over 4 hrs." The rate calculated by pump was 5.64 ml/hr. The infusion and pump settings another rn and the infusion was started. The in-line green/clear filter tubing was used per medication administration record (mar) guidelines. The pump never beeped, the rn was in and out of room every 15 minutes for vital signs checked. The infusion never stopped and the pump battery never died. At 1415, close to time atg infusion should be completed, the rn checked pump to determine how much time was left. The pump read 19 more minutes with 1.5 ml left to infuse, but the syringe still had approximately 4ml left in it. There was patient involvement but impact unknown.